Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an appropriate burst of anti-tachy pacing (atp). However, after this, due to atrial fibrillation with rapid ventricular response, two additional bursts of atp were inappropriately delivered. The last one accelerated the rhythm of the patient into a ventricular fibrillation. The device appropriately delivered a shock which ended both the ventricular and the atrial fibrillation. Reprograming of the device was discussed in order to prevent this from happening again. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered and appropriate burst of anti-tachy pacing (atp). However, after this, due to atrial fibrillation with rapid ventricular response, two additional bursts of atp were inappropriately delivered. The last one accelerated the rhythm of the patient into a ventricular fibrillation. The device appropriately delivered a shock which ended both the ventricular and the atrial fibrillation. Reprograming of the device was discussed in order to prevent this from happening again. This device remains in service. No further adverse patient effects were reported.